Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they haven't had the ins turned on for a couple days. Patient said they were talking on the phone when "all of a sudden" they felt a horrible pain and the pain didn't stop. Patient said it started out as a shock then it was pain. Patient has to hand up right in the middle of their conversation. Patient said luckily they were near the external devices and were able to turn stim off. When they turned stim off the pain stopped. Patient said it was not a sharp pain but a dull pulsing pain that kept going. Recommended patient have device checked. Patient said said they hadn't had any falls or trauma. The patient was redirected to their healthcare provider to further address the issue.  No further complications were reported/anticipated at this time.